Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 7.7g over specification.

Event description:
Capsular contracture baker grade iii/IV left side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, left side.